Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and broken force sensor alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call broken force sensor detected during seating or regular delivery on the insulin pump, critical pump error alarm and high blood glucose levels. Customer¿s blood glucose level was 423 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting was performed. Customer advised they were unable to clear the alarm and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.